Event description:
Patient undergoing exploration with rectosigmoid resection (low anterior resection and primary anastomosis) for history of diverticulitis disease with perforation. As per the operative report, following successful resection, the anvil portion of the ethicon eea device is placed into the distal rectal area and the previoulsy placed pursestring suture is closed around it. Having this in place, the sizing devices are carefully passed per rectum into the area of the rectal staple line to carefully dilate the bowel so it will accomodate easily the 29 eea. The eea stapling device is then passed and the dial turned until the "spear" pierces through just below the staple line. The anvil and spear are lined up. The anvil is clicked into place and then the eea dial is turned to approximate the two ends of the stapling device. At this point, adequate approximation is not reached despite the marker going down onto and into the end of area in green on the stapler. The surgeon is unable to get the stapler to perform correctly so it is removed and a new stapling device is requested and received. The procedure is completed without further incident.